Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after completing the firing cycle, the scrub removed the cartridge from the stapler. At that time, the metal plate on the bottom of the cartridge fell off. Case completed with another cartridge of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one gst60g reload was received fully fired, with the pan detached from the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.